Event description:
Additional information was received from the manufacturing representative (rep) on 2023-04-02. The rep reported that they were unable to connect with the first battery and so they swapped out the battery with a new one and the issue was resolved. The patient was able to receive effective therapy. The first battery was returned for analysis.

Manufacturer narrative:
Continuation of d10: product ID 977006. Serial# (B)(6). Implanted: (B)(6) 2023. Product type: implantable neurostimulator. Product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2023. Product type: lead. Product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2023. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 977006; serial# (B)(6) was returned for product analysis. Analysis found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977006 lot# serial# (B)(4). Implanted: (B)(6), 2023. Explanted: product type: implantable neurosti mulator product ID 977a260. Serial# (B)(6), implanted: (B)(6), 2023. Product type lead product ID: 977a260. Serial# :(B)(4). Implanted:(B)(6), 2023. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The rep reported the first implant battery was not passing connectivity test and impedances were 40k ohms for all electrodes. The healthcare provider (hcp) swapped the ports and wiped lead wires and the result was the same. The hcp confirmed the set screws were down and leads were all the way in and they tugged on the lead to make sure it was secure. When leads were put back on the neurostimulator (ins) the impedance issue was still present. Hcp then wanted another ins. Impedance was similar to wens test earlier, but the 8 was still out. Rep had the hcp remove and wipe and then reinsert and the electrode 8 cleared and impedance for other electrodes went down somewhat. The troubleshooting steps that were taken on the call resolved the issue.